Manufacturer narrative:
H6: evaluation codes updated. No product sample has been provided, and the investigation could not confirm whether a quality related issue has resulted in the customer reported problem. A device history record (DHR) review was performed for lot number 4396456 and no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that blood gas analysis was prepared for the patient. When the arterial blood gas needle was examined it was not found that the needle was not tightly connected to the needle. The needle fell off and the arterial blood collection kit was immediately replaced with a new one. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.